Event description:
Device was moving inappropriately during energy use. Shaking/ shuttering motion of instrument, not being done by surgeon, but device itself. Replaced and new device functioning appropriately.